Event description:
The customer reported that on four separate cases, during an attempt to deploy a vasoseal vhd, the tissue dilator was inserted into the artery. The deployment was aborted and a femostop was applied in each instance. No patient complications were reported.